Manufacturer narrative:
Insulin pump received with button error alarm and intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer attempted to resume the insulin pump after suspending it but was unable to. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.